Event description:
It was reported that a dissecting tool broke during a surgical procedure. The dissecting tool broke in two and the detached portion was readily retrieved. It was confirmed that there was no patient impact and no significant delay. On follow up, it was confirmed by risk manager that there was no patient impact. It was confirmed by x-ray there were no tool fragments inside the patient. On additional follow-up, it was reported that the x-ray was not planned, and was performed only to confirm that no fragments were inside the patient.

Manufacturer narrative:
Report confirmed. Evaluation determined that the tool was broken approximately 0.86¿ from the tip, at roughly the exit point from the tube. Discoloration of the area around the fracture suggests high temperatures prior to breakage. Donor material was also noted near the fracture site. The suspected cause of failure is that the distal bearing from the telescoping tube became unable to support the tool, causing it to contact the exit of the tube. Friction from the contact caused temperatures in excess of 700°f, which caused the tool to fracture. The telescoping tube was not returned for evaluation. The user manual contains the following warning ¿do not use legend system components if damage is apparent or if components do not run properly. The legend system must be inspected for damage prior to each use.¿ we will continue to monitor this complaint type for trends. Medwatch report filed due to use of x-ray to confirm that no tool fragments remained in patient. (B)(4).